Event description:
(B)(4) (rep, hcp, for): medtronic received information that two pipeline stents failed to open in the distal portion. The patient was being treated for an unruptured saccular aneurysm in the right internal coronary artery. The max diameter was 15 mm and the neck diameter was 8 mm. The distal landing zone was 3.5 mm and the proximal landing zone was 4.6. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure was good.  Pipeline -450-20 brought up. Microcatheter (mc) was is a straight segment. Pipeline was noted by doctor to be very gritty while bringing up to distal tip of mc. Unsheathed pipeline in straight segment m1 and crimped distally and didn't open. Multiple attempts to unsheath stent to see if distal end would open. Up to 30% in m1 segment. Pipeline then brought back into distal landing section and unsheathed u to 60-70% of stent multiple times. Pushing and pulling system to open was performed multiple times. Distal end crimped always at the distal section under fluro. System brought out. New phenom placed and 475-20 pipeline selected. Exact same scenario happened as before. This time the duo mc was taken out as this may had been impleading the stent from opening. Still the stent didn't open in the same section distally. Stent taken out. Third stent 475-18 worked.  More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. It  was reported that all products were prepared according to the instructions for use (IFU). No symptoms were reported. Ancillary devices: benchmark guide catheter, phenom 27 lot ju21-060 and headway duo for coiling microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher proximal bumper and resheathing pad were found intact. The pusher distal core wire was found broken proximal to the sleeves. The pipeline flex braid was found within the phenom 27 catheter hub. No damage was found with the catheter hub. No bends or kinks were found with the catheter body. The catheter distal marker/tip was found in good condition. The phenom 27 catheter was dissected (cut), the pipeline flex braid, sleeves, and tip coil were removed from within the catheter hub. The pipeline flex braid ends were found open, but damaged (frayed). The phenom 27 catheter total length was measured to be ~158.8cm and the useable length was measured to be ~152.4cm which is within specification (specification: 150cm ± 5cm). The pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿pipeline damaged during delivery/retrieval¿ reports were confirmed. Advancing the device against resistance can cause damage to the device. From the damages see with the pipeline flex pusher (stretching) it appears force was used. No defect was found with the returned phenom 27 catheter that would have contributed to the event. The investigation determined that this event was similar to those already investigated, and another investigation is not necessary. Based on the investigation conducted, resistance can occur during the device's tracking, deployment, and re-sheathing in distal and tortuous anatomies. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the root cause for the resistance could not be determined. Regarding the customer¿s ¿failure/incomplete open distal¿ report, the issue could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the returned braid was found open. It is likely the damage found with the pipeline flex braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Regarding the broken pipeline flex pusher distal core wire, the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. The patient¿s vessel tortuosity was ¿moderate¿. However, as the core wire failed via torsional overload it is likely some force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.